Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. No report of patient involvement. Unique identifier ¿ (B)(4).

Event description:
The hospital reported the screen blanked out. The power was cycled, resolving the reported complaint. There was no report of patient involvement.